Event description:
It was reported that the patient had symptoms of shortness of breath, discomfort, and palpitations while sight-seeing in (B)(6). An exam in the hospital revealed that the device battery was depleted. The patient complained that the battery depleted too soon. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.